Event description:
On (B)(6) 2010, patient reported the button closest to the insulin cartridge compartment, the down arrow button stopped working a few weeks ago. Patient stated she did not recall how the button problem was first detected. Patient reported the down button pops back up after pressed. Verified patient was familiar with the standard bolus option. No physiological effects were reported. The patient did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested return of the alleged product for evaluation.